Event description:
It was reported that a user experienced hyperglycemia while using the ilet with blood glucose reaching 350 mg/dl; the user switched to a contact detach infusion set with guided setup and subsequently improved, with blood glucose later reported at 188 mg/dl after a meal. Investigation included technical support on infusion set change and revealed that switching from the inset to a contact detach infusion set improved glycemic control. No clinical symptoms associated with elevated blood glucose reported. Outcomes included the need for troubleshooting and education with follow-up to confirm glucose reduction, without hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution following infusion set change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.